Event description:
Caller reported a cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller was assisted in attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Customer was interested in acquiring an out-of-warranty loaner pump, and technical support decided to replace the existing pump.